Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed.all pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2019 with epithelial basement membrane dystrophy (ebmd), inclusions and stain shedding in both eyes (ou) post treatment. Muro 128 5%ung was prescribed for ou and is to be taken at bedtime (qhs) and continue using the artificial tears (at). The uncorrected visual acuity (ucva) 20/20 right eye (od) and 20/70 left eye (os). It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision and fluctuating vision ou. Patient reported symptoms are not interfering with daily activities. Considering additional treatment/surgery and will consult if not improved. Bcva from (B)(6) 2018: right eye pre-op 20/20 -50 x -50 x 139, left eye pre-op 20/20 -75 x -2.25 x 30.

Manufacturer narrative:
Correction: in initial report, the manufacturer date provided was inadvertently reported as 10/31/2007, however the correct date is 10/30/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted. Placeholder

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215